Manufacturer narrative:
Results evaluation codes (other): investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. The source of the leakage was identified as a tear of 5.48mm, 20mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the reported lot the customer provided. Though, there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: it is not clear whether the device was tested prior to use, however, as the device only became deflated following our unknown number of hrs following insertion, this incident is unlikely to be the result of an assembly fault. The cuff tear is typical of snagging of the cuff following repositioning. Though, these procducts are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. Corrective action: this report has been logged for trending purposes.